Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2006 - exploratory laparotomy and repair of recurrent umbilical hernia with composix mesh. It was noted that the "soft tissue over the mesh was then closed with 2-0 vicryl". On (B)(6) 2006 - excision of vicryl suture granuloma in sinus tract. It was noted that the skin was reclosed with 4-0 proline suture because "the pt is allergic to vicryl as we found out in the past." On (B)(6) 2006 - office visit small pin-like cutaneous fistula at the site of the umbilical hemiorrhaphy. On (B)(6) 2006 - excision of infected mesh, mini exploratory surgery, and placement of non-bard mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. The medical records indicate that the pt was treated for fistula, which is a known possible adverse reaction listed in the IFU. It was also indicated that the pt was treated for an infection. It is possible that the pt's allergy to the sutures used during the mesh implant procedure may have started the infectious process. Following the surgery she had chronic drainage for a several months, a granulation tissue reaction and suture granuloma were thought to the cause. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. With the current available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.